Manufacturer narrative:
Reported event: an event regarding wear involving a accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: event description: as reported: "performed a left (mako) hip revision due to ceramic head fracture and gross trunnion failure. Original trident 2 cup stayed. No more information is available per doctor and implants will not be returned due to hospital policy." Spoke to rep. The ceramic head cracked in half. Intraoperatively, wear and grooving of the trunnion of the stem was noted. It is not known if either device failure was the cause of the other. A stem, head and liner were revised. Rep confirmed there are no allegations against the revised liner. Implant: delta v40 ceramic head 36mm +7.5mm, #6 accolade ii 1320 stem. Documents: 01/29/2021: stryker pi report. 12/10/2019: op note, left primary daa mako hip, hand notes with gross trunnion failure, and head fx. Confirmation: the event cannot be confirmed. Root cause: the root cause cannot be ascertained without additional medical records and perhaps the retrieved implants. Product history review: review of the device history records indicates all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical records by a clinical consultant stated the following comment: the event cannot be confirmed [...] The root cause cannot be ascertained without additional medical records and perhaps the retrieved implants. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "performed a left (mako) hip revision due to ceramic head fracture and gross trunnion failure. Original trident 2 cup stayed. No more information is available per doctor and implants will not be returned due to hospital policy." Spoke to rep. The ceramic head cracked in half. Intraoperatively, wear and grooving of the trunnion of the stem was noted. It is not known if either device failure was the cause of the other. A stem, head and liner were revised. Rep confirmed there are no allegations against the revised liner.